Event description:
A caller reported encountering a cgm error 42 with their g6 sensor. The issue did not adversely impact the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information, and after the reset, the error code did not reappear. The caller successfully started their sensor session, resolving the issue.